Event description:
The customer requested a log review for an event in which a patient required increased sedation and manual boluses of medication. The report indicated that there was a message at start-up indicting that the pump door was not shut, but after it was resolved and a propofol infusion was started, the patient became increasingly hypertensive and tachycardic and was "fighting ett" (presumed to mean the endotracheal tube). This continued while the patient was in CT, the "pump screen and channel screen turned red and said 'error' and 'equipment failure' " so it as necessary to give boluses manually until the pump could be acquired. Once the pump was replaced, the patient sedation was described as "effective as expected and appropriate". No lasting patient harm was reported.

Manufacturer narrative:
(B)(4). Device not received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.